Event description:
A 5f introducer sheath, a cordis guide, and a spring loaded guardian touhy-borst (all three not manufactured by angioscore) were all inserted through the radial artery. When the angiosculpt device was introduced through the guardian touhy-borst, it appeared that air was sucked into the cordis guide. This was noticed when the technician started to push contrast. It sent an air embolism to the heart causing the pt to arrest. Cardiopulmonary resuscitation (CPR) was performed on the pt and was revived. Additional information was provided by the hospital: the physician felt that the angiosculpt device was not related to the complication. The hospital considers the case closed.

Manufacturer narrative:
Pt information is not available. Hospital declined to provide the pt information. An air embolism to the heart causing the pt to arrest required CPR. This resulted in additional medical intervention performed by the physician. The physician did not feel that the angiosculpt device was related to the complication. The part number and lot number was not provided by the hospital; therefore, the expiration date is unknown. Hospital declined to provide the information. The device manufacture date is unknown. Hospital declined to provide the part number and lot number. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. The physician felt that the angiosculpt device was not related to the complication. However, an MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the embolism. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, embolism is listed as a possible adverse effect of the procedure.